Event description:
It was reported to philips that the monitor has no waveforms. There was no patient involvement.

Event description:
It was reported to philips that the monitor has no waveforms. There was no patient involvement.